Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a high blood glucose level of 413 mg/dl. Customer stated that she did not feel good and felt that her pump was not delivering insulin. Customer was advised to call back for troubleshooting when she felt better. Nothing further reported.